Event description:
Pt with thrombosis of left iliac vein stent. Procedures: balloon dilation of four vein segments, stent deployment two vein segments, left side. On the right side would be balloon dilation two vein segments, attempted retrieval of foreign body. Boston scientific 14 mm balloons were used to dilate the hourglass stent stenosis. While withdrawing the balloon, the surgeon noted that the upper end of the balloon had sheared off, only the lower half came out. Multiple unsuccessful attempts to locate and retrieve balloon were made. Pt was discharged home in 2009.